Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor and was able to confirm the reported white screen issue. During the tsr's evaluation, the problem occured with or without test equipment being attached. The issue was isolated to a faulty liquid-crystal display (lcd). The customer's monitor failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the customer was notified about verathon's evaluation findings which the customer indicated they will replace their device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope go monitor, the screen turned white. No delay in the procedure, use of a backup device, or harm to the patient was reported.